Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 str monoblock shell insrtr item# 110003450 lot# 252060 was returned and evaluated. Upon visual inspection, the device has wear marks on the shaft and impact marks on the strike plate. The threaded tip of the device had fractured. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the threaded tip to be fractured as reported. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the inspection of the loaner kit in the warehouse, it has been detected that the thread is broken not patient involved. Attempts have been made and additional information on the reported event is unavailable at this time.